Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia with blood glucose reaching 360 mg/dl for approximately five hours and no device alerts reported during that period; the user performed a full supply change and later reported improvement to 169 mg/dl, and no back-up therapy, ketone testing, medical intervention, or steroid use occurred. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary elevation of blood glucose that resolved after a supply change, with no hospitalization and no need for assistance. Investigation included remote troubleshooting and user education regarding supply replacement, pump disconnection after any back-up injection, and consideration of a factory reset after consultation with a healthcare provider. Investigation of this case revealed that the hyperglycemia cause was unclear and no device alarms were reported, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.